Event description:
It was reported the patient had their pump for four years and they had the pump turned off last year. The reporter stated that this week it started to beep. The reporter further stated the pump had dropped down on their hip area. It was noted the patient had an appointment with their healthcare professional (hcp) next week. It was further noted the patient stated it was painful sometimes. It was noted the patient was in a nursing home. The pump contained baclofen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).